Manufacturer narrative:
This is a report for a similar device that is not marketed in the us. Suspect medical device - similar device brand name = pipeline flex w/shield technology model # = ped2-500-18. The device has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during embolization treatment of unruptured saccular right internal carotid artery aneurysm, this pipeline flex with shield technology device would not open at the middle section. The patient underwent two internal carotid artery aneurysms, 1st 3mm and 2nd blister, neck 2mm, landing zone distal 3.2mm, proximal 4.95mm. It was reported that when deploying the pipeline, the distal end was twisted and would not open. Pipeline was re-sheathed two times to see if re-sheathing and re-positioning would get the end to open. Pipeline was re-sheathed and removed with the microcatheter. A new different size was inserted without any complications. No patient injury was reported.

Manufacturer narrative:
The pipeline flex shield braid was returned for evaluation without its pushwire, as it was likely discarded. The pipeline flex shield braid was returned detached from the pushwire; therefore, the distal and proximal ends of the braid were unable to be identified. One end of the pipeline flex shield braid was found fully opened with moderately frayed. The middle segment and other end of the pipeline flex shield braid were found fully opened with no damage. No other anomalies were observed. Based on the analysis findings and the event descriptions, the report of failure to open at the middle section could not be confirmed. The event cause could not be determined as the middle section of the returned pipeline flex shield braid appeared to be fully opened with no damage. One end of the pipeline flex shield braid appeared fully opened with no damage. Other end of the braid was found fully opened with moderately frayed. However, the cause for damage could not be determined. It was reported that the patient¿s vessel tortuosity was moderate. It is possible that the ¿moderate vessel tortuosity¿ may have contributed to the failure to open at the middle section. Per our instructions for use (IFU): "begin to deliver the device using a combination of unsheathing the pipeline flex with shield embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex with shield has successfully expanded, deploy the remainder of the device. Carefully inspect the deployed pipeline flex with shield embolization device under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ all products are 100% inspected for damage and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.